Manufacturer narrative:
(B)(4). Product analysis confirmed a pump malfunction that was unrelated to the reported events. The ipp was visually inspected and functionally tested. No leak was found. Cylinders performed within specifications. Pump failed the inflation test, 8 lb. Activation test, and deflation test. Analysis concluded a pump malfunction. Product analysis did not confirm a product malfunction regarding rear tip extenders. Based on the results of this investigation, no escalation is required. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which a rear tip extender (rte) and a preconnected pump and cylinders were tried but not used due to unknown reason. The previous implant was explanted and a new ipp was implanted. The patient is recovering. Explanted device will be returned. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was tried but not implanted due to size and approach changed during surgery. The cylinder would not fit properly. It was further reported that nothing was explanted, just tried but not implanted.